Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: visual inspection of the returned device performed at customer quality (cq) shows the black polyamide handle is broken at the attachment screw. There is a small crack at the distal attachment crack. Both screws which are holding the handle are still in place, remaining within the instrument. The broken off handle piece was returned. A device failure was identified. Dimensional inspection: dimensional analysis around the broken part of the handle and returned broken piece could not be measured accurately due to post manufacturing damages. Document/specification review: the following documents were reviewed as part of this investigation: -collinear reduction clamp -handle based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: most probable root cause for the device breakage was the fall from three feet as stated in complaint description. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 314.291 lot: 13-3027 manufacturing site: selzach supplier: leitner ag release to warehouse date: 17.dec.2013 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sliding mechanism dropped/fell from a height of around three (3) feet, breaking the plastic handle near the connection to the clamp. There was no surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).